Event description:
It was reported that a decrease in the device longevity was observed and premature battery depletion was alleged. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.